Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Additionally, it was reported that the pump battery became hot to touch. Customer's blood glucose (bg) was over 500 mg/dl. Reportedly, the pump supplies were changed to address the bg level and issues. Customer continued to use the pump for insulin therapy.